Manufacturer narrative:
T. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) would automatically turn on; the on, off, and emergency buttons were collapsed. It was also found that the keyboard was out-of-specification in a mechanical manner, the lower case was broken and contaminated, the window was broken, both bail covers and the ring cover were missing, both output connectors were contaminated inside, both battery contacts were compressed, both bails and ring were missing, the battery flex was corroded, one case screw was missing, and one ring cover screw was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned due to automatically turning on, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.